Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported to aesculap inc. That a disp.sciss.shaft slight cvd.d:5/310mm (part # po885su) was used during laparascopic cholecystectomy procedure performed on (B)(6) 2021. According to the complaint description, the disposable scissor tip broke off into the patient's abdomen. The broken tip was removed from the surgical field. A grasper was used to remove the fragment; another scissor was opened and the surgery was completed. An additional medical intervention was necessary. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: investigation was carried our visually and microscopically. Here we found a broken cutting edge. The fracture surface and the fracture pattern shows no abnormalities. No pores, inclusions or foreign bodies could be found on the point of rupture. A subject matter expert did a labor analysis regarding the material investigation. The results were without any conspicuities. Futhermore the hardness test did not reveal any abnormalities. Breakage was caused due to an overload situation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 6(10) x probability of occurrence 2 (10)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
No updates required.